Event description:
International affiliate reports the implanted valve did not function as expected and the device was explanted and replaced. Following explantation, the connector portion of the device was found to be broken.